Event description:
It was reported a patient underwent an unknown ent: ear, nose, and throat procedure on (B)(6) 2024 and a drain was used. It was found that the drain had adhered to the trocar needle. Several parts of the drain had been chipped, when separating them. It was not used because there is an intention to judge the possibility of the drain got a hole. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested. Upon analysis it was noted that the drain had blue mark visible on the trocar.

Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: complaint sample review : one complaint sample of trocar with drain was received for evaluation, during visual inspection, there was a blue mark visible on the trocar, also, there was a fine peel-off mark visible on upper surface the drain. Which might have generated due to drain sticking. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. As per standard practice, 100% inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. CAPA was identified by the manufacturer to address the event reported. The necessary investigations and/or actions have been taken to address the issue. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.